Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3670, batch 15492469, that displays. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; excessive force used during insertion of the device.

Event description:
On 12/08/2025, a sales representative reported via phone that an ar-3670 fibertak® biceps implant system drill twisted during a biceps tenodesis procedure. The issue occurred as soon as the drill made contact with the bone. No debris or fragments were generated, and the patient was noted to have good hard bone quality. The case continued using a second ar-3670 fibertak® biceps implant system, resulting in approximately a one-minute delay that did not require additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.